Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited premature battery depletion. The patient condition was unknown.